Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing poor communication. They wanted to put the ins into MRI mode but couldn't- the programmer and insr wouldn't connect. It had been several months since they last successfully charged the ins. The patient was advised to follow up with their healthcare provider to address the likely overdischarge. No symptoms or further complications reported. Additional information was received from the manufacturing representative (rep). The rep reported that the patient¿s device was in overdischarge, and their battery needed to be ¿reset.¿ the rep indicated that the patient charged the ins and got an end of service (eos) message on their controller. The rep wanted to know if the ins could be put into MRI mode with the eos message. They stated that they planned to meet with the patient prior to the MRI to attempt to clear a power on reset (por) and put the ins into MRI mode. No further complications were re ported or anticipated.